Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/20/2023, it was reported by a arthrex employee via sems that an ar-6410 main pump tubing connector was damaged. This was discovered during a case with no patient effect.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the tubing connector was broken. The component tip of the colder valve is broken off. Functional testing was not performed due to the damage to the colder valve. The most likely cause is attributed to error use that the user may have broken the tip off the colder valve when attempting to insert it.